Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and lead sensing problem. As received, a complete lead was returned in two pieces. Visual inspection of the lead found a stretched helix, consistent with procedure damage. Unable to perform helix mechanism test and measure the full helix extension length due to damaged condition of the helix as received, consistent with procedure damage. The reported events of failure to capture and lead sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic, loss of capture and r-wave amplitude variation was noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.